Manufacturer narrative:
Corrected field: g4 updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11 on tuesday, (B)(6) 2025, while using a 40cc trp, blood leaked into the tubing. The device was replaced with a new one and could be used without any problems. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the iab and between catheter and sheath. The iab was returned cut at the membrane and a piece of membrane was returned separate., the 7.5fr maquet sheath was returned covering the catheter tubing. One kink was observed on the catheter tubing 76.2cm from the iab tip. Statlock and extender tubing were also returned for evaluation. An underwater leak test of the catheter tubing, inner lumen, extracorporeal tubing and the extender tubing was performed and no leaks were found. Due to the condition of the returned iab, it could not be fully leaked tested. The evaluation was unable to confirm the reported failure. It was difficult to perform additional leak tests due to the condition of the returned iab. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint ID: (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) while using a 40 cc trp, blood leaked into the tubing. There was no patient harm or injured reported.